Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After an implantation procedure, no sensing was noted on the right atrial (ra) lead. Diagnostic imaging confirmed ra lead dislodgement. The ra lead was successfully repositioned, and the patient was stable with no consequences.